Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable investigation - evaluation: reviews of manufacturing instructions, instructions for use (IFU), and quality control data were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. A review of the device history record could not be completed due to lack of lot information from the user facility. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. No product was returned. No photos were provided. The lot number of the devices was not known, a search for other product from the lot could not be conducted. One of the three devices used in the procedure was returned and investigation in patient reference 285111. The investigation was completed based on that returned device. The 2 complaint devices were not returned. The third device used in the procedure was returned and investigated in patient reference 285111. This investigation was completed based on that returned device. That device was found to have a basket that was closed and could not be opened due to sheath damage. The sheath of the device was separated near the handle, with the basket sheath and yellow support sheath both separated. The basket assembly was also found to be bent at the handle. All devices are inspected for functionality and damage multiple times during manufacturing and quality control checks and are packaged with the basket in the open position. The condition of that returned device indicates that that excessive force was applied to the handle, causing the sheath to become damage and separate near the handle. The IFU contains a caution that excessive force can cause damage to the device. The information provided states the user of the device was experienced in its use and that the issue was not likely to be user related. Based on the available evidence, a conclusion for the issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted on 02dec2019.

Event description:
Additional information received 08jan2020: it was reported that the procedure was completed by using multiple ncircle baskets until they found one that worked. There were no issues with the patient's anatomy that prevent the basket from opening or closing. The stone size was unknown, and it was located mid ureter. An unspecified laser was used to break the stone into smaller pieces prior to attempting removal with the basket.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b3, b5, d11. Investigation -evaluation: the additional information did not impact the findings of the device evaluation that was previously reported. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: other non-healthcare professional: inventory coordinator. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy procedure using a ncircle tipless stone extractor, the wire broke during use. The physician removed the laser, inserted the extractor, and attempted to grab the stone, but the wire snapped. The same issue occurred with three devices during the same procedure. It is unknown how the procedure was completed. It is unknown which wire was breaking on each device or how they were handling the device when it occurred. The two devices from patient reference (B)(4) have unknown lot #. The device from patient reference (B)(4) is available for device return and evaluation. No unintended section of the device remained inside of the patient's body. No additional procedures were needed. No adverse effect were reported due to the alleged malfunction. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.